Event description:
Reportedly, customer received an auto-off alarm during the night but did not hear the alarm. Customer's blood glucose level was impacted (>300 mg/dl). During troubleshooting with tandem technical support, customer indicated there was no interaction with the pump since the previous night. Auto-off safety feature was confirmed to be set at 10 hours. Customer understood that safety feature should be discussed with health care provider.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.